Event description:
Boston scientific crm received information that this left ventricular (lv) lead exhibited high threshold measurements one day post implant and a lead dislodgement was suspected. An x-ray was scheduled to evaluate the position of the lead and the need for potential repositioning. To date, no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.